Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after sterilization the instrument technicians noticed a crack in the handle. No further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The reported malfunction has not been previously reported as causing or contributing to patient injury.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.